Manufacturer narrative:
Philips service replaced the geo module tilt place kit wp and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the emergency stop was triggered sporadically on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.